Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was replaced successfully. There is an associated allegation of premature battery depletion against this crt-d. No lead had been implanted for left ventricular therapy. This crt-d is intended to be returned to boston scientific for analysis. No adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Manufacturer narrative:
Upon return, interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.